Event description:
Procedure: gastrectomy. Patient sex: unk. According to the reporter, the stapler was applied to tissue, and the black knob was retracted but the jaws would not open. The stapler was then pulled off from the jejunum. "Some" bleeding occurred; however, they were able to control it, which took "about" 30 minutes to fix. A similar device was used and the case was finished without any report of patient injury.